Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. D4: batch #. Investigation summary : this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a device 60 mm from top view, with the battery pack loaded and with a blue reload loaded on the device. In addition another blue reload present. The sled can be seen partially advanced and four staple legs can be seen protruding of pockets on the proximal end. Also, the override lever was up and the manual override door was noted to be out of position. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number c9eh24, and no non-conformances were identified. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during a laparoscopic procedure of the pancreas, it was observed that the device was stuck was on the first reload then the second reload was fired but got stuck on the pancreas so they used manual override to remove the device. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 03/11/25 d4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9eh24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.